Event description:
Revision surgery - the pt was complaining of subluxation, however, the surgeon could not re-create the event while the pt was relaxed under anesthesia. The surgeon added a thicker shell and liner to increase the deltoid tension.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.2 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the instability was reported as subluxation; however, the surgeon could not reproduce the event. There is no information reported that showed a material, design, or manufacturing problem with the product.